Event description:
Additional information became available that this lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned with dried bodily fluid noted in the lead lumen. There were deformed conductor coils found at 45 mm from the terminal pin. Most likely due to a grabbing tool, and there was a cut in the insulation at 445 - 450 mm from the terminal pin. This damage is most likely due to the removal of the suture sleeve. This damage to the lead was determined to be procedurally induced.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture (loc) and an x-ray confirmed it had dislodged. The physician elected to program the device to use the right ventricular (rv) lead only and not the lv lead, until such time that they can reposition the lead. To date, no adverse patient effects have been reported.